Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, unchanged mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that visualization was challenging due to a small valve and small ventricle.the first clip was successfully deployed in the central part of the valve, reducing mr to 3. A second clip delivery system (cds) was advanced to the mitral valve; and the clip was placed lateral to the first clip. The clip grasped the leaflets fine, reducing mr to 1-2. The clip was deployed; however, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), and the mr returned to 4. Additional treatment was not performed. Two clips were implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda, unchanged mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that visualization was challenging due to a small valve and small ventricle. The first clip was successfully deployed in the central part of the valve, reducing mr to 3. A second clip delivery system (cds) was advanced to the mitral valve; and the clip was placed lateral to the first clip. The clip grasped the leaflets fine, reducing mr to 1-2. The clip was deployed; however, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), and the mr returned to 4. Additional treatment was not performed. Two clips were implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.